Event description:
It was reported that the caller was not able to adjust stimulation. The caller was able to interrogate the left implantable neurostimulator (ins) with no problem but the right ins was very sporadic. It was noted that the patient had a pacemaker that was placed near the center of the chest, but had migrated into the right breast tissue and was about two inches away from the deep brain stimulator. The caller planned to try placing a metal sheet to help deflect the radio frequency waves. It was noted that there were no problems using an 8840 physician programmer to interrogate the right ins. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3387-40, lot# j0401877v, implanted: 2004 b)(6), explanted: na. Extension: model 748240, serial# (B)(4), implanted: 2004 (B)(6), explanted: na. Programmer: model 7438, serial# (B)(4).

Event description:
Additional information received from the hcp reported that the cause of the event was that it was difficult to use the patient programmer. After numerous tries the patient programmer did work successfully. There were no signs or symptoms associated with the event, and there was no patient injury. The patient did not require hospitalization. The hcp thought there could be interference from the pacemaker during programming.

Manufacturer narrative:
(B)(4).